Event description:
It was reported that during a low anterior resection procedure, the doctor felt some difficulties in firing at the first firing. Also, an abnormal sound was heard. However, the device was used as-is. When the upper side of the device was cut, the bowel of the rectum side had fallen off from the jaw and back to the initial position. When the bowel got up with the forceps, it was found that no staples were deployed and the bowel could not be closed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.